Manufacturer narrative:
The customer reported the unit would not power up when initiating the operational check. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the unit would not power up when initiating the operational check.